Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as pt is (B) (6). Thus, we are submitting this medwatch. Based on (B) (4) e-mail date (B) (4) 2009, the staff used two hand technique and staff did not hear the audible click sound. The guard slid off "jabbing" her left-hand thumb with the needle. The manager stated that they are instructed to pull the tubing and push the guard at the same time for both hand retraction techniques. The clinic manager has reported that the pct is fine so far, she exhibits no symptoms, has not been placed on any medication, the pre and post test results are negative. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. From our manufacturing records, qa records and preserved sample review, there was no abnormality associated to this product lot upon investigation. However, briefing was conducted to all qa staffs to increase their awareness of such defect. There is a possibility that the end-user might have applied too much pulling force to hub, which caused detachment from the wing. Thus, we would like to remind the end-user not to override or defeat the locking safety mechanism once the audible click sound is heard. The user facility was unsure of the affected lot number but had provided the lot number in use of the point of incident.

Event description:
Facility reported, "guard came off; when removing needle from pt's arm I pulled on the needle guard to make sure it was locked. The guard pulled completely off of the needle causing me to stick myself." Pt care technician (pct) info. Pct identifier: (B) (6). (B) (6). Gender: female. (B) (6).